Event description:
This is a spontaneous report of peritonitis with culture unknown in a patient from (B)(6). The patient noted the catheter connector was separated from the titanium adapter, when the transfer set had been used less than 6 months. The patient was infected with peritonitis and was hospitalized for treatment. The patient has recovered. No further information was provided.

Manufacturer narrative:
(B)(4). Additional information was received from local pharmacovigilance representative on 02 aug 2012 from a doctor to a baxter sales representative. This is the first case of peritonitis related to loose of transfer set complaint in the hospital. On (B)(6) 2012, the patient found the transfer set was loose and went to hospital to have it fixed. No ae occurred on that day. On (B)(6) 2012, the patient experienced fever (temperature unreported) and felt ''giddy.'' The temperature was normal after treatment (the detailed drug unreported). But when the peritoneal effluent was found turbid, the patient was hospitalized and diagnosed with peritonitis on (B)(6) 2012 and was discharged on (B)(6) 2012. The patient was treated with antibiotics (cefazolin 0.5g, 4 times/day via i.p, vancomycin 1000mg) and has recovered. Further information will be reported when it is available. Initial report from a doctor via a baxter sales representative stated that on (B)(6) 2012, the patient was implanted tunnel and started pd therapy. On (B)(6) 2012, the patient experienced peritonitis due to the loosening of transfer set during pd therapy with dianeal pd2, g1.5%, twin bag (batch number unknown). The drug was withdrawn. On (B)(6) 2012, the patient was hospitalized for peritonitis. Antibiotics were used on the patient (detailed information unknown). On (B)(6) 2012, the patient was recovered and discharged from hospital. According to the reporter, the event of peritonitis was unlikely with the pd solution; it was more likely related with the loose transfer set which resulted to abdominal exposure. Further information will be reported when it is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This complaint is not confirmed and the cause was not identified because there was no sample returned for evaluation. A batch review could not be performed because the lot number was not available. The assignable cause is undetermined.